Event description:
It was initially reported that the patient was unable to tolerate their output current during magnet activations. The patient was stating to gag and vomit with stimulation. The patient had their seeing adjusted and they were fine for a few weeks and then began having trouble again. When the patient came in to evaluate the cause the patient was set to different settings than they were at the previous appointment. The patient have been previous set to an output current of 1.75 ma and 2.0 ma for the magnet current, when the patient can in after the reported tolerability issues they were at 2.75 ma output current and 2.5 ma magnet current. It is suspected that there may be a cross programming event, but this has not been confirmed. Attempts for more information and data from the physician's handheld have been unsuccessful to date.

Event description:
Additional information was received that it was a magnet in the lift chair of another student that was near the patient during the day that was causing the issues. The two students have been separated and there have been no further issues.